Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device wouldn't show 12-leads and had a leads not connected message. There was no negative patient impact.